Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Broken/leaking dacapo powerpacks were received at service and repair.

Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. Some mechanically damaged housing were observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the devices returned by the end-user. This is a final report.

Event description:
Broken/leaking dacapo powerpacks were received at service and repair. According to the users there are parts that were not used. Therefore, the dacapo powerpacks were not it use at the time of leaking.